Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Updated information: "it was reported that on 02/27/2012 the patient underwent laminectomy lumbar post fusion instrumentation using rhbmp-2/acs and a ctifuse bone putty. The patient was discharged home on (B)(6)2012."

Event description:
"It was reported that on (B)(6) 2012 the patient underwent laminectomy lumbar post fusion instrumentation using rhbmp-2/acs and actifuse bone putty. The patient was discharged home on (B)(6) 2012."